Event description:
Ventritex model v100 implantable cardiac defibrillator placed in 1995. Leads placed in 1991. Now with lead fracture, needing replacement of leads and automatic implantable cardiac defibrillator. New system implanted.